Event description:
The lay user/patient contacted lifescan (lfs) on feb 06, alleging an error message on his onetouch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached by telephone for further clarification. The patient mentioned that he would receive an error message after a blood test. The patient has not been feeling well and tested on his meter and received an error 4 message. He retested and received another error 4 reading. He took oral medication after attempting to use the meter. Due to the error message he contacted emergency services and when they tested the patient's blood glucose his reading was 570 mg/dl. The paitent was unable/unwilling to verify whether the patient received any treatment. An error 4 message indicates one of the following condiions may be present: one may have a high glucose and have tested in an environment near the low end of the system's operating temperature range, there may be a problem with the test strip (damaged or removed during testing) or the sample was improperly applied. Per customer care agent (cca) the patient was applying the blood properly; however, he may not be applying enough blood on the test strip. Cca sent the patient a replacement meter and control solution. No further clinical info was provided. It would have been helpful to know the patient's diabetes regimen, how long the patient had been receiving the error 4 message, readings prior to the incident and how long the patient was in the hosp. The complaint is being reported due to a delay in treatment because of the error 4 message. The patient was hyperglycemic. The patient was unable/unwilling to verify whether he received any medical treatment.